Manufacturer narrative:
.

Event description:
It was originally reported that the pt experienced a "dual pain" both over their device site and down the leg. The healthcare professional confirmed pt's symptoms of new pain and attributed the event to the neurostimulator and lead. It was noted that the pt fell down some stairs and damaged both the generator and lead. The device system was replaced.